Manufacturer narrative:
Analysis: based on the hydrodynamic testing and high speed video evaluation, the valve performs as expected. Tests results for pressure drop and regurgitation values are within the acceptable range. High speed video analysis shows that the valve leaflets open and close fully as expected, and appear to have good coaptation consistent with the hydrodynamic data. Review of the device history record shows that this product met all manufacturing specifications prior to release to distribution. Two small holes in the right cusp lunula appear to be needle holes, adjacent to the point of coaptation. Conclusion: analysis of the returned product cannot duplicate the alleged failure. However, the holes in the cusp may indicate a user handling issue. The exact cause of the event is unk. There was no reported consequence to the patient.

Event description:
Information received indicates the valve was abandoned at implant due to a large regurgitant jet as seen on echo. The returned valve showed evidence of having been stitched into the annulus.